Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate therapy was delivered due to a dislocated rv lead via fluoroscopy. It was noted that the rv lead exhibited oversensing of ra and lv activity. Programming changes were made, and the patient was connected to an external defibrillator. The rv lead was subsequently explanted and replaced. Patient condition was stable.